Event description:
It was reported medfusion 3500 pump alarming system failure. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had a broken bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Performed pm (preventative maintenance) and all functional testing, upgraded the device software. The cause of the reported problem was traced to the preventative maintenance reminder. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.